Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the white tip of a minicap transfer set and titanium adapter was loose after connection. This event occurred during use with patient involvement. The titanium adaptor is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The patient adapter was noted to be damaged. Functional testing was performed which included leak testing, clear passage testing, integrity of seal surface testing, and clamp function testing with no issues noted. The device did not meet specification due to the damaged adapter, but the reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.